Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented an inflation problem. Images such as ultrasound are taken where the device is found without a problem and with liquid inside. However, the replacement surgery is already scheduled. There were no patient complications reported.